Event description:
It was reported by service report that the lock bar strut is broken and sharp edges were exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.